Manufacturer narrative:
It is a known software bug, described in (B)(4) unwanted vigilance redundancy alarm.

Manufacturer narrative:
Upon review of this complaint file it was noted that the awareness date received by manufacturer) for this event was incorrectly entered. Indeed it was initially entered as (B)(4) 2017 but the correct awareness date is (B)(4) 2017, as a medtech representative was in attendance during the subject surgery.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during surgery, there were two software shutdowns. After each of the shutdowns the device was restared to pursue surgery.